Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and cleaned the instrument tip clamps, plunger clamps, and tip eject sleeves. The fe observed worn tip clamps and lld springs which he replaced with new. The fe verified the repair by testing lld on sample and reagent, ran system boot-run test, and ran test plate. All tests were completed without error. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).